Event description:
Customer reported having a blood glucose level of 364 mg/dl and a sensor glucose level of 123 mg/dl earlier in the day of the call. Customer also reported having a blood glucose level of 288 mg/dl and a sensor glucose level of 244 mg/dl at the time of the call. Customer reported that the insulin pump failed to alarm. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.